Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: by preparation for surgery, it was found that the shaft part was broken. The instrument was not used on the pt. Another device was used to complete the case.